Event description:
It was reported that during a device replacement procedure due to normal battery depletion (nbd), when the set screw was unscrewed, pacing was not delivered on the right ventricular (rv) lead. The patient experienced 4 seconds of asystole. The set screw was re-engaged and pacing was delivered. Subsequently, the physician unscrewed the set screw again, and pacing was maintained. Boston scientific technical services (ts) discussed that auto lead detection can be variable, and the pacemaker likely continued pacing but the signal didn't get through. The procedure was successfully completed. This pacemaker was explanted and replaced due to nbd. The rv lead remains in service. No adverse patient effects were reported.